Event description:
A malfunction was reported when the customer's pet knocked the pump off the table. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if any issues reoccurred.